Event description:
The cardiologist attempted arteriotomy closure with a techstar 6 fr pvs device. He reported that excessive force was required to pull the handle back. The needles did not present. The handle was backed down, but the device could not be removed from the pt. The pt was sent to surgery where the vascular surgeon removed the device from the pt. He performed an endarterectomy and applied a vascular patch. It was noted that one needle had advanced sufficiently to capture the arterial wall, but had not advanced fully. It was noted that the pt had scar tissue from a previous procedure. It was also noted that this was the cardiologist's first case and he may have exerted too much force in attempting deployment. The instructions for use detail the necessity to stop deployment and back-down the needles when significant resistance is met.